Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found the reported event was not related to a software issue and the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, serial/lot #: version: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the disc drive. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system became unresponsive when loading an exam. The computer has been replaced multiple times recently. It was noted the same disc loaded on another medtronic navigation system at the site. The system was running media io 3.17 and scannermasks match between the two navigation systems at the site. This issue was noted outside of a procedure, and there was no patient involvement.